Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a procedure performed on (B)(6) 2023. During the procedure, the suture remained in the capio device. The nurse partially opened the lower metal housing for the bullet retrieval. There were no patient complications as a result of the event.